Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. (B)(4).

Event description:
It was reported that the pt experienced a urinary tract infection as a result of using the device.